Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The mother stated the cgm was displaying low, and she gave the patient juice to bring his blood sugar level back up. The patient started to experience headaches, then the mother performed a bg which was 500 mg/dl. There was no documentation of medical intervention and the mother reportedly did not treat the elevated bg as the patient was feeling ok. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.